Event description:
Information received indicates the brake will set, but does not hold. Casters continue to move when in brake.

Manufacturer narrative:
The technician found the nut for the brake steer linkage was missing, preventing the casters from holding when in brake. The technician replaced the nut to repair the bed.